Event description:
A pt reported experiencing inaccurate erratic results with ot profile meter. The pt's blood glucose results were 200mg/dl, 120mg/dl. Tests were done within<10 minutes with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.